Event description:
The pt was revised because the tip of the nail and the most proximal screw was fractured. The end of the nail and screw were left in the pt.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the reported nail part and lot number combination. The screw part and lot numbers were not provided. A review of the device history records and inspection records found no manufacturing deviations or related anomalies. Review of the system show that other devices from lot w3waa7 have been delivered or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. Provided info states that nail was inserted retrograde and the proximal tip broke off at the second most proximal screw. The nail has been implanted for 4 years. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.